Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue. Note test strips-UDI#:(B)(4).

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 95 to 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 91 and 90 mg/dl. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).